Event description:
Plaintiff reports bilateral implantation 6/2/77 with explant of the left implant 11/17/87 and explant of the right implant 9/29/96. Plaintiff alleges various illnesses including but not limited to, rash, fever, chills, joint pain and chronic fatigue. Other explant date: 9/29/96 right.